Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system shuts off every two seconds and there was a smoke from the purewick urine collection system. Stated that the system across the room and patient cannot walk so they could not troubleshoot or provide a serial number. Patient stated this was the second system and the first one did not troubleshoot before it was replaced. Patient demanded that they did whatever has to be done to get the unit to now. It was noted that the patient has been using the purewick products for more than 90 days. Per additional information received on 24-mar-2022, the purewick urine collection system had a smoking sound, and it was loud, and it turned off and on every 2 seconds. Per cardinal health email on 25-mar-2022, it was reported that the purewick urine collection system produced loud noise, smoke smell and cycling on and off every 2 seconds.

Manufacturer narrative:
The reported event was unconfirmed, as the reported event could not be reproduced. The device did not meet relevant specifications (device meet specifications with in-house accessory). The product was used for treatment purposes. The product did not cause the reported failure. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. There were no cracks present. There was a small amount of residue present in the cannister and collector tubing. The stop valve was working properly. There was light and sound indicating function. Once the device was opened up, there was slight residue on the base and on the rim. The enclosed foam was yellowish-orange, likely from urine residue exposure. Further inside there was slight residue in the inner pump tubing directly attached to the motor but the pcba was corroded all over. Throughout the duration of the evaluation, there was no presence of smoke or burning smell. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system shuts off every two seconds and there was a smoke from the purewick urine collection system. Stated that the system across the room and patient cannot walk so they could not troubleshoot or provide a serial number. Patient stated this was the second system and the first one did not troubleshoot before it was replaced. Patient demanded that they did whatever has to be done to get the unit to now. It was noted that the patient has been using the purewick products for more than 90 days. Per additional information received on 24-mar-2022, the purewick urine collection system had a smoking sound, and it was loud, and it turned off and on every 2 seconds. Per cardinal health email on 25-mar-2022, it was reported that the purewick urine collection system produced loud noise, smoke smell and cycling on and off every 2 seconds.